Event description:
It was reported that 5 hours after a thyroid surgery, the patient was returned to the or due to a major bleed. The doctor indicated the bleeding was found to be a branch from the inferior artery medical to the recurrent laryngeal nerve, i.e. Very close to the thyroid and very small branch, approx 2 mm at the most.

Manufacturer narrative:
D4, h4, 6: information not available, device not returned for analysis.